Event description:
It was reported by the healthcare professional in china that the unk - implant ¿ meniscal device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suture was broken, and the distal ends were frayed. Only one implant was received attached in the suture. The damage was found in the suture. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4 g4: the expiration date and the date of manufacture (dom) are unknown. Therefore, UDI is unavailable. G4: PMA/510(k) number is unknown. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that the suture was broken, and the distal ends were frayed. Only one implant was received attached in the suture. A damage was found in the suture. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Based on the condition of the suture, it is possibly a result of too much tension on the suture when attempting to suturing have resulted to breaking the suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.